Event description:
The pt fell in the bathroom, she was hospitalized for three days and spent twenty days in rehabilitation. Approximately two months after the fall, the stimulation seemed to have changed and it was felt in the wrong location. The MFR rep evaluated the pt, the programming settings were changed and it seemed that the stimulation was recapture in the appropriate area. The pt was instructed to contact the health professional if the pain relief didn't improve. It was uncertain if the lead had moved following the fall. Add'l info has been requested.

Manufacturer narrative:
(B) (4).